Event description:
It was reported that during the procedure, while advancing a 2.5x12 trek rx balloon dilatation catheter (bdc) into an unspecified guiding catheter, toward a heavily calcified lesion in the right coronary artery (rca), without resistance felt, the distal shaft separated. As the separation site was reportedly inside of the guiding catheter, both the trek and guiding catheter were withdrawn as a single unit. A 2.25x12 trek bdc was used in completing the procedure without issue. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.